Event description:
Heartware patient presents with acute headache while hospitalized with strep epi bacteremia. Brain cat scan reveals right parieto-occipital sub arachnoid hemorrhage, basal cistern subarachnoid hemorrhage and intraventricular hemorrhage. Cerebral angiogram was negative for aneurysm so bleeding was thought due to high international normalized ratio (inr) (2.7 at time of the event; 5.4 on admission 3 days prior).